Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information requested and following was obtained: do not know the name of the surgeon who performed the procedure. The clinic will not answer my questions. Patient identifier for examples initials, medical record number? Product code, lot number? Patient date of birth ¿ n/a, age at time of index surgery, height, weight, medical history procedure name, date of procedure? Date event occurred, clarification of event(s) ? Did the patient require any medical or surgical intervention? Name of surgeon who performed the procedure(s)?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. It was also reported that the patient experienced mesh exposure in 2018. No further information is available.